Manufacturer narrative:
This report is submitted on january 18, 2022.

Event description:
Per the clinic, the device was explanted (reason for the explant unknown) on (B)(6) 2021. Further information is being sought from the clinic.

Manufacturer narrative:
Per the clinic, the patient experienced an extrusion of the receiver/stimulator (specific date not reported). There are no plans to reimplant the patient with a new device as of the date of this report. Device analysis report is attached. This report is submitted on may 11, 2022.